Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), the cs100 intra-aortic balloon pump (iabp) unit's pressure reading was inaccurate. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: the fse replaced the front end module board then observed the unit for more than 1 hour with no issues. The fse, then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6).